Event description:
It was reported to intuvie that the pump door was damaged. The device was returned for evaluation, and during testing, the pump exhibited free flow. No patient involvement was reported.

Manufacturer narrative:
It was reported to intuvie that the pump door was damaged. The device was returned for evaluation, and during testing, the pump exhibited free flow. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The front panel was replaced, which successfully resolved the issue.